Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a black screen. There was no reported adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board.